Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained. A watchman access system (was) was advanced with a 24mm watchman flx pro closure device and delivery system (wds) and positioned at the laa. The wds was subsequently deployed. The patient became hemodynamically unstable. The patient was assessed and noted to have a posterior wall pe on tee. A pericardiocentesis was performed and a pericardial drain was left in place. The closure device was implanted, and the procedure was concluded. The patient was admitted to the hospital but is expected to fully recover.

Manufacturer narrative:
B5: information added: h6 impact code: blood transfusion added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained. A watchman access system (was) was advanced with a 24mm watchman flx pro closure device and delivery system (wds) and positioned at the laa. The wds was subsequently deployed. The patient became hemodynamically unstable. The patient was assessed and noted to have a posterior wall pe on tee. A pericardiocentesis was performed and a pericardial drain was left in place. The closure device was implanted, and the procedure was concluded. The patient was admitted to the hospital but is expected to fully recover. It was further reported that the blood removed from the pericardiocentesis was auto-transfused back into the patient. An nrg radiofrequency needle was used for the transseptal puncture, and no difficulties or complications were noted during the procedure.